Event description:
It was reported during the procedure, after inserting the micro acutrak 2 screw, the driver tip could not be removed. The surgeon tried to pull out the driver tip from the screw, but the entire screw came out. Since the screw had been shallowly implanted, the screw was reinserted. There were no adverse consequences to the patient. Two (2) driver tips were returned. It is unclear which of the two driver tips was used. The reported screw was not returned. This report is related to report numbers 3025141-2022-00284 and 3025141-2022-00285 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the screw was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.